Event description:
Boston scientific received information that x-ray imaging revealed a fracture in this implantable subcutaneous array. The physician programmed tachycardia therapy off and has no plans for intervention as the patient hadn't received tachycardia therapy to date. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
(B)(4). As no further information con cerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.